Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The complaint was created due to an email received by conmed on 11june2020. The email from mcleod loris hospital indicates an issue that occurred during a procedure while using a vcare. It was reported that "while cutting through the uterus, the surgeon accidently clipped off a tiny piece of the green part of the vcare. What would happen if they hadn't noticed this and it was left in the patient? " to date, although multiple attempts have been made to gather additional information from the reporter, no response has been received and no clarification has been made available. The sales representative advised he has no information as well. There was no information provided as to what size or lot number of the vcare used or date of incident. The information for a vcare medium, 60-6085-201a, was used as default. Although the device was in use when the issue occurred, the information provided does not reasonably suggest that the device has or may have caused or contributed to a death or serious injury. It is indicated that the piece was noticed and removed by the phrase in the sentence " if they hadn't noticed this...", however the cervical cup was in the patient when the piece was clipped off. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the piece of the device was clipped off during use in the patient.

Manufacturer narrative:
The customer's reported complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. No clarification could be obtained. Therefore, the reported issue cannot be verified, and a root cause cannot be established. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.